Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient was revised approximately 20 years post implantation due to a fractured femur and loosened stem. It was noted the stem and liner were removed and replaced. No further event information available at the time of this report.